Event description:
On (B)(6) 2026, a patient (pt) in brazil reported redness and ocular discomfort while wearing acuvue® 2® brand contact lenses (cls). Upon using the 3rd pair, the pt began to experience slight irritation, discomfort, and redness in both eyes (ou). The pt immediately discarded the suspect cls and inserted a new pair. The pt advised while using the 4th pair of cls, the pt experienced a ¿more intense discomfort right at the beginning of use, especially in the right eye (od).¿ the pt discarded and replaced only the od cl. The pt reported the symptoms recurred causing strong redness and eye discomfort. The pt reported consulting an ophthalmologist between wearing the 3rd and 4th pair of cls (date not provided). The eye care professional (ecp) recommended replacing the lenses and if symptoms persisted, cls use should be suspended. The ecp also recommended ¿more frequent use of lubricating eye drops;¿ however, ¿did not produce significant improvement of symptoms.¿ the pt reported after discontinuing cl use, the symptoms gradually decreased, with a reduction in redness ¿between 3 and 5 days.¿ on (B)(6) 2026, the pt provided additional information. The pt reported symptoms of discomfort, redness and irritation ¿after some time¿ of insertion of 3 cls in the left eye (os) and od. The pt reported that the od was the ¿most affected eye.¿ the pt visited the ecp on (B)(6) 2026 and had not been wearing cls for 3 days. The ecp advised the pt that the ¿eyes were bruised and red¿ and stated, ¿it could have been caused by the curvature of the lenses.¿ no diagnosis was provided. The pt was prescribed systane lubricating eye drops and advised the pt to ¿insert new lenses an in case the pt experiences any symptom, to suspend the use.¿ the pt inserted ¿1 of the affected cl pair, experienced redness and eyes remained red for 3-4 days after removal.¿ the pt reported that the eyes are ¿fine¿ now. The pt does not have a follow-up consult with the ecp. On (B)(6) 2026, the pt provided an ecp note, dated on (B)(6) 2026. ¿I hereby certify, for all relevant purposes, that the patient presents with persistent hyperemia following contact lens use; I recommend suspending use indefinitely. ICD h52.1- myopia; ICD h16.0 - corneal ulcer¿ on (B)(6) 2026, a call was placed to the pt¿s treating ecp office to request additional information, however no additional information was provided. On (B)(6) 2026, a call was placed to the pt. The pt was not advised of the corneal ulcer diagnosis and was only treated with lubricating eye drops and cl rest. The pt reported that ou were ¿very red and had a red circumference around the iris.¿ on (B)(6) 2026, a representative at the pt¿s treating ecp office confirmed the pt¿s diagnosis, ICD h16.0 and pt was treated with lubricating eye drops. The representative could not provide the location of the corneal ulcer. No additional information was provided. No additional information has been received. This event was determined to be serious adverse event on 02jun2026 upon receipt of the ecp note indicating ¿ICD h16.0 - corneal ulcer.¿ the date of the pt¿s event is being reported as 01jan2026 as the exact event date is unknown. A comprehensive review of the manufacturing records for lot number: b016lgb was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. This report is for the pt's od event. A separate report will be filed for the pt's os event. The suspect cl for the od was requested for return for evaluation but has not yet been received. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.